Event description:
It was reported that the patient enrolled in the swedish adjustable gastric band registry had food intolerance. In 2009, the patient reported a weight loss of 4 kg in a few days, due to food intolerance. During a consultation, 2cc were removed from the band to solve the intolerance. The recent weight change was taking a 5 kg in 15 days, which is quite normal given the episode of total food intolerance, as the surgeon explained.

Manufacturer narrative:
Date sent: 11/09/2009device remains implanted. The device was not returned for analysis. A review of the product's instruction for use (IFU) was conducted with regard to food intolerance, and stomach obstruction.it was outlined that stomach obstruction has been reported as a complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, invagination of stomach into stoma, or patient non-compliance regarding choice and chewing of food. It was also noted that patients who are losing more than 1 kg a week, and who have symptoms of obstruction, such as protracted vomiting, regurgitation, or inability to eat, should be evaluated for fluid removal from the band. The lot number of the device was communicated; therefore, a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.